Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump. The reporter provided ¿32mls¿ when asked for the dose/concentration. It was reported the patient would be going to the hospital on (B)(6) 2020 to get his pump removed due to a staph infection. The healthcareprovider (hcp) wanted to remove the pump to get the infection under control because the hcp was concerned about the ¿infection adhering to the foreign matter.¿ the reporter wanted to know if the staph infection had spread to the dbs battery. This issue occurred on (B)(6) 2020. Further complications were not reported.